Event description:
A sales representative reported on behalf of his customer that the aes-90sn, aes-90sn probe assy,suct,sin was being used on (B)(6) 2023 in a shoulder scope procedure, with a complaint of ¿face plate lifting off of product¿ with ¿no injury¿. Further assessment revealed that no device fragment or component fell into the surgical site; there was no injury to the patient or user; and no further medical or surgical intervention nor extended hospital stay was required for the patient, whose current status is reported as "normal". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿face plate lifting off probe¿ is not confirmed. Examination of the returned used device could not confirm the reported problem. The device electrode was found attached to the probe tip. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows this is the only such occurrence for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 16 reports, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4). Devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00007. Per the instructions for use, the user is advised: to not use the probe for mechanical displacement of tissue, damage to the probe may occur. The user is also advised to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of his customer that the aes-90sn, aes-90sn probe assy,suct,sin was being used on (B)(6) 2023. In a shoulder scope procedure, with a complaint of ¿face plate lifting off of product¿ with ¿no injury¿. Further assessment revealed that no device fragment or component fell into the surgical site; there was no injury to the patient or user; and no further medical or surgical intervention nor extended hospital stay was required for the patient, whose current status is reported as "normal". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.